Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. Initial reporter - the article was written by benjamin basson, rémi philippot, thomas neri, jean françois meucci, bertrand boyer, frédéric farizon. Product location unknown.

Event description:
Information was received based on the review of a journal article titled, "the effects of femoral tunnel widening on 1 year clinical outcome after acl reconstruction using ziploop technology for fixation in the cortical bone of the femur" which aimed to evaluate the femoral tunnel widening using stg tendon graft at one year after acl reconstruction and to determine the clinical and laximetric outcomes of such a widening. Two patients identified in the article reported unsatisfactory clinical results. It is noted in the journal article that radiographic findings did not demonstrate any tunnel malposition, and scan analysis did not show a greater tunnel widening compared with other subjects